Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that when the patient's implantable cardioverter defibrillator (ICD) was removed from the pocket during a replacement procedure, the patient went into ventricular fibrillation. The device was explanted and replaced. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.